Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that patient had been having some issues with their stimulator, and putting a new battery in the programmer did not correct the issue. Patient had a very noticeable bulge in their back where the implant was located which was not there at the time of implant. When they were sitting or if there is a lot of pressure there is also pain on occasion and a couple instances of electrical shock. Patient was also experiencing regular sciatica and spasms going down the legs. Patient had already tried decreasing amplitude and shutting it off, but still had some pain. It was noted patient would get temporary relief but then the pain returned. Patient mentioned two falls over the last year to 14 months and one of them they landed right on top of the stimulator. A manufacturer representative came to check on the device; however, in (B)(6) of (B)(6) patient had another fall off a bicycle and flew over the top of it and landed face down and rolled over and broke their elbow. Patient had not had their device checked since then. Patient mentioned they had the pain, pressure and felt like they had a lump prior to the fall but became much more pronounced since the fall in (B)(6) no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported slipping on ice and falling. Patient's legs went up in the air and came down crushing their back and banging their head. Patient states the fall was a mess and they ended up in the emergency room. Caller states the concern is that they have not checked the ins in quite a while and when the patient fell, they landed right on top of the stimulator. Patient has left messages for a manufacture representative (rep). When the patient spoke with the rep, the rep said to contact the healthcare provider (hcp) to see if they could get an appointment so the ins could be checked. Patient wants the device manufacturer to get in touch with the rep. It was reviewed to follow up with the hcp to have the hcp office call in to get help in paging the rep. Patient will follow up with their hcp. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the impact of the fall affected the device. The fell on ice (B)(6) 2017, landed her (B)(6) pounds pressure on the stimulator. An x-ray was taken by surgeon, calibration taken by manufacturer technician. Bulge, pressure, pain persists and has moved into legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they had contacted the healthcare provider (hcp) about this patient to coordinate an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they wanted to give an update and stated they felt a lot of discomfort in the area of the stimulator. The confirmed this issue started about 6 months ago (2018). The patient noted that the pain was usually an ache and was more intense when they put pressure on the stimulator. They indicated it was like ¿spasms¿ when they put pressure on the device. This happened in the ¿summer time¿ (2018). The discomfort they felt goes down into their legs and up into their spine which was noticed about the same time. In addition, the patient reported that they were not seeing symptom control (to help with their fecal incontinence with the therapy. This issue was noted around ¿about the same time¿ as a colonoscopy ((B)(6) 2017). The patient spoke to their surgeon who advised them to turn the implant off for a period of 3-4 days, which they did over the past weekend, but noticed no change. They had also used program 1 (2.6 volts), program 2 (2.0 volts), program 3 (2.0 volts), and program 4 (4.2 volts) as actions already taken. It was noted that they rarely felt the stimulation at 2.6 volts on program 2. Other actions taken was that the patient was placed on a ¿core conditioning muscle stretch program¿ by their clinic about 6 months ago where they do stretches of the lower torso and legs. These stretches involve muscles that are in the area of the ins and they were performed on a daily basis by the patient. The patient mentioned that the stimulation was intermittent on program 3 (occurring around (B)(6) 2017) and was told to periodically change the programs by the therapist at the clinic. The patient wanted assistance to help figure out what settings are¿proper for his condition¿. Therapy consideration were reviewed with the patient. It was confirmed that the stimulation was at 2.6 volts on program 1. It was reviewed to consider increasing the stimulation and giving their body time to respond to the therapy which the patient wanted to try. The stimulation was increased to 3.0 volts where it was confirmed to be comfortable. Further, the patient reported that the implanted device was protruding "more than it was previously when it was installed" which started about 4-6 months ago (2018). They did mentioned that the implant was protruding as of the date of implant. The patient was going to follow up with their hcp for issues mentioned in this report. There were no further complications reported or anticipated.